Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has intermittent error and motor rate error. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of intermittent error and motor rate error. No service history found in last 12 months. Motor rate error was found in alarm history. Visual and functional testing was performed. Reported problem with motor rate error was verified and duplicated by motor drive test. The problem is caused by main board failure. Replaced mainboard and worn-out motor. Calibration and motor drive test performed. Device passed all testing.